Event description:
Pt was in v-fib, ff/pm charged the device & prior to fully charging, the device completely shut down (x3 attempts). The battery was replaced w/the spare battery. Once again, the ff/pm charged the device & prior to fully charging, the device completely shut down (x3 attempts). Als ambulance arrived on scene & care was continued.